Manufacturer narrative:
(B)(4). Country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the liner would not seat correctly and kept rocking in the cup. The cup was removed, cleaned and re implanted. The liner still would not seat correctly. The cup was removed and different cup implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated (B)(4) bioloxâ® delta ceramic taper liner, size oo / 36 i.d. For use with 64 mm o.d. Size oo shell 2525713 complaint sample was evaluated and the reported event was confirmed. Cmm data shows nonconforming dimensions at the screw hole feature and antirotation notches. These out of tolerance are likely due to the bio debris on the shell and failed attempt to seat the liner. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.